Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 20 days after the dental implant was installed in intraoral region #11 it was verified its non osseointegration. 35 ncm of primary stability was achieved and immediate load was performed. Patient had low bone quality (bone type iii). The implant was carried out immediately.